Event description:
It was reported that the patient was hospitalized on (B)(6) 2012 due to a grand mal seizure. Good faith attempts to obtain additional information has the patient's last known treating physician has not seen the patient in years and therefore cannot make an assessment of this recent event.

Event description:
Clinic notes dated (B)(6) 2012 stated that the patient had severe status epilepticus for the event on (B)(6) 2012 in which the patient was hospitalized. It was noted that the patient indicated that these were the worst seizures of his life. It was noted that the antiepileptic drugs failed and that no other convincing or clearly identifiable source for the breakthrough seizures was found. A CT head scan was performed at the visit and the physician's impressions were: 1) left temporal craniotomy defect. 2) cystic-like structure replacing the left temporal fossa most likely postsurgical. No other abnormalities delineated.